Event description:
Dealer advised left side frame is broken at the rear. Dealer advised looking at replacing seat cushion due to it being worn and noticed broken frame. Dealer advised not aware if cushion was invacare or not. Dealer could not provide any further information.